Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings from the insulin pump. The customer's blood glucose reading was 513 mg/dl. The customer stated that she went to a (B)(6) class and had high readings. The customer treated with the pump because her blood glucose was at 600 mg/dl twice before she went to the emergency room. The customer also had trouble with changing her tubing. After a tubing change, the customer's blood glucose reading was 106 mg/dl. The customer was advised of the two high blood glucose rules. The customer was explained of the high pressure test and would need the tubing replaced.